Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, the keypad was intact without damage. On testing the down arrow and contrast buttons demonstrated intermittent unresponsiveness and required multiple presses to evoke a response. The remainder of the buttons had normal response when pressed. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. Unrelated to the original complaint, the display screen was noted to be dim, faded and discolored. Adjustment of the contrast settings did not resolve the display issue.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the down arrow keypad button was unresponsive. There was no reported impact to the patient associated with this complaint. This complaint is being reported because the alleged keypad button issue remained unresolved with troubleshooting.